Manufacturer narrative:
No systemic product problem was identified. Although the root cause cannot be identified, true amplification was observed for the sars-cov-2 target.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 and a negative result for influenza a and influenza b. The same sample was retested on a different cobas liat system which yielded a negative result for all targets. The same sample was also retested on a competitor platform (abi quant studio sars-cov-2 test by thermofisher) and generated a negative result. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.